Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were low for a duration of 2 days (50s -72 mg/dl). Customer treated low bgs by consuming carbohydrates.